Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. Battery voltages were observed to be low due to the internal corrosion. An external power supply was attached to retrieve data successfully. No timeouts or drive stalls were observed. A 0x3d alarm was generated indicating step sensor asserted before wire driven. The internal cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.